Event description:
It was reported the customer was not able to exit the preparing to prime loop on their insulin pump. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on their insulin pump. The customer's blood glucose was 100 mg/dl. The customer also called back to report that they were still unable to exit the preparing to prime loop on their insulin pump. Customer's blood glucose was 365 mg/dl at the time of the call. The customer treated their blood glucose with food. It was found the customer had to replace their battery three times in order to exit from the loop. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.